Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the device was not implanted.

Event description:
Healthcare professional reported that the implant was not implanted due to "poked hole in implant". The device was not implanted. Device was discarded. The event "hole in implant" is not related to the device.